Event description:
The lay-user/patient contacted lifescan alleging that her one touch basic meter would only show zeroes on the display when the meter was turned on. On an unspecified date, the patient noticed that when she would turn the meter on, the display would show zeroes across the screen. Later, the patient developed a cold sweat, shakiness, and slurred speech on an unknown date. The patient was unable to test on the meter due to the reported issue and was taken to the hospital. She received IV treatment (unknown contents) and was hospitalized for 1 day. Prior to going to the hospital, the patient indicated that she took 1 unidentified pill. It would have been helpful to know the following information: when did the meter issue start, when did the patient's symptoms develop, what was the patient's medication/treatment regimen at the time of concern, did the patient changer her regimen after the meter issue started, and what medications/treatments did the patient received on the day of the event. In addition, it would have been helpful to know when the patient went to the hospital, what was her blood glucose level upon admission at the hospital, what was her diagnosis, and were any changes made to her treatment regimen as a result of the event. The meter was replaced. This complaint is being reported due to the following conclusions: the patient was unable to test on the meter. She developed symptoms typical for hypoglycemia, was hospitalized, and received medical treatment.